Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5 13.2 implantable collamer lens, -7.00/+1.0/095 diopter in to the patient's right eye (od) on (B)(6) 2016 the lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was broken and bent and foreign material and scratches on lens surface. Work order search: no similar complaints were reported for units within the same lot. Conclusion: as per the dfu of this lens model,implantation of lens model is contraindicated in an eye with an anterior chamber depth(acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm. The patient had an acd of 2.986mm at the time of implantation. (B)(4).